Event description:
The customer reported intermittent low contrast images displayed on the system.

Manufacturer narrative:
(B)(4). The ge service rep performed an sbc update and replaced the printer then verified the image quality. The system operates as intended.